Manufacturer narrative:
The device was evaluated and the reported failure was confirmed. Device evaluation found that the tip of the device insulation insert is broken. The root cause cannot be conclusively identified. However, based on the damage pattern (e.g. The description of the damage), probable cause could be that the damage was mechanically induced. It is not possible to determine whether there was prior damage or wear to the insulating insert, whether the damage was triggered during the last preparation (cds) of the instrument or during the last procedure. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device's tip needed to be corrected. The tip of the insulation insert was broken. There were no reports of patient harm.